Manufacturer narrative:
As no samples were returned for evaluation, a root cause could not be determined. A review of the physical properties trending found tensile strength and cuff, palm, and finger thickness were within specification. The device history record of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. Cardinal health will continue to monitor and trend all similar reported product related issues.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer stated a surgical glove breach occurred during c-section delivery. Surgeon was found to have a hole in her glove during procedure. The hole was noticed after the uterus and fascia were closed. Surgeon concerned that piece of glove could have been left inside the patient. As a precaution the surgeon opened the abdomen and uterus back up and performed an exploration and irrigation to see if she could find any piece of the glove. No piece of a glove was found. The patient was prescribed IV ancef while she was admitted to the hospital.